Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that a capacitor component failure caused the device battery removal test failure.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed battery removal testing due to the main printed circuit board being out of electrical specification. It was also noted that the lower case was broken, both bail covers were broken, the ring cover was broken, the keyboard was scratched, and the battery drawer o-ring was missing.

Event description:
It was reported that while performing preventive maintenance on the external pulse generator (epg), it was found that the epg would shut down when the battery was removed, while the power was on. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).